Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was received at the service center and inspected. The defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. The measures used for repairing the defects are listed in the "proof of repair". Mechanical upgrade performed motor defective: replaced defective motor cable replaced defective o-rings replaced shaft locking defective: repaired unit cleaned functional test performed. A review into the depuy mitek complaints system revealed five other similar complaints and one dissimilar complaint for the complaint device serial number that was released for distribution. The possible root cause for the failures detected during servicing could be fair wear and tear, which could¿ve caused the motor to damage as the device is approximately 8 years old and could¿ve seen heavy use in the field. This serialized device was manufactured prior to kimball, therefore a DHR cannot be performed since the original manufacturer no longer exists and the current manufacturer can no longer make any process correction or corrective actions if needed, per reference of the memo. And at this time no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The unit came for service and reported that the unit is defective. Repair of unit; unit is defect; description of failure: default; device error message: no other information available.